Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo lesion in the mid left anterior descending artery. A 4.0 x 28mm xience prime stent was deployed at the lesion. During removal of the stent delivery system (sds), resistance was felt. Physician believes resistance with the sds was due to possible issues with the stent not releasing properly from the balloon after deployment and post-dilatation and the stent kept adhering to the balloon of the sds. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.